Event description:
As reported by edwards lifesciences field clinical specialist, regarding a 23mm sapien 3 ultra valve in the aortic position case, the first 14f esheath plus was advanced just beyond the right femoral head and met resistance. The patient had marginal vessels (5-6mm), some calcification but not circumferential until common iliacs. Stiffer wire was attempted and no success with lunderquist either. Percutaneous transluminal angioplasty (pta) with 6 and 7 balloon catheter was performed. The first sheath attempted to advance again with no success. Then team decided to shockwave, after shockwave and pta team asked for new sheath. The first sheath aws removed and a second 14f esheath was advanced and also only got barely into right eia beyond femoral head. After too much force, perforation of the external iliac was observed. Pressure drop, anesthesia took over nurse led, epi given. A covered stent was placed in right eia. Patient stable, going to re assess and attempt tavr at another time.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels are known potential risks or adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral tvr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve (all models) can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an 14 fr sheath is greater than 5.5 mm. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (marginal vessel size and vessel calcification) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. 3mensio imagery was provided and the following were observed in the patients right access vessel: there are undersized vessels (less than the required 5.5mm or greater minimum luminal diameter for use of 14f esheath plus). There is calcification and tortuosity present. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The reported insertion difficulty was confirmed empirically. Available information suggests patient factors (undersized vessel, calcification, tortuosity) likely contributed to the event as these patient factors are present in the patients access vessel. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft and require a higher push force to navigate. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting the sheath. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.